Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the tip of the catheter upon removal. Vascular access was obtained utilizing contralateral approach. The target lesion was located in the mildly tortuous iliac circumflex artery. A 3mm x6cm interlock¿ was selected for embolization. Device was inserted through a non bsc microcatheter. After coil positioning was performed and two thirds of the coil was deployed, device was then simply pulled out. However, it was noted that the coil got unraveled and two thirds of the coil extended out from the tip of the catheter during removal. The procedure was completed using a different device. No patient complications reported and patient's status was stable.